Manufacturer narrative:
Event date is estimated. Further information was requested (weight )but not received. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg site was bothersome and as such surgical intervention took place on (B)(6), wherein the ipg was relocated. This addressed the issue.